Event description:
It was reported that the procedure was performed to treat a heavily calcified and moderately tortuous lesion in the right common iliac artery. A 5x40mm armada 35 balloon dilatation catheter (bdc) was prepared and advanced without issue. During pre-dilatation, the balloon was ruptured at 15 atmospheres (atm) during the initial inflation. A new 5x20mm armada bdc was used and the procedure was continued. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted to the balloon during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy resulting in the reported balloon rupture during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.